Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.